Event description:
It was reported that both t1 and t2 deployed at the same time. Both ts were removed from the patient. No patient injury reported. A backup device was used to complete the procedure.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows t1 is free from the needle. The actuator is in the pre-t2 deployment position indicating a trigger advancement and deployment of t1. Device was functionally tested and t2 deployed as intended. The devices condition indicates that the trigger was manually advanced deploying t1. Device was not returned in the condition of the reported complaint of simultaneous deployment. No root cause related to the manufacturing process can be established. . A review of the device history record was performed which confirmed no inconsistencies. Further investigation is not warranted at this time.